Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the patient could not inflate the device. After revision, it was found that the pump worked as expected and the ipp was inflating without issues. Scar tissue caused issues with inflation for the patient. Physician decided to replace the pump only, as it was exposed from scrotal capsule by way of the incision the surgeon made to revise the pump. No further patient complications were reported.